Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was due to congestive heart failure and dilated cardiomyopathy. No further information is available at this time.